Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2013 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was placed. Essure coils were inserted during surgical reconstruction of the patient's torn uterus (after caesarean sections) and a tummy tuck. It was agreed that she would be sterilized by tying off the fallopian tubes. Afterwards it appeared that essure coils had been inserted. Complication during insertion was mentioned. On unspecified dates the consumer experienced pain in abdomen, gastro-intestinal complaints, arthralgia, tiredness, memory loss, concentration problems, and spastic colon. Relation and/or family problems were mentioned. Consumer contacted doctors (rheumatologist and neurologist). Tests were performed and nothing was found. Essure removal was considered. This spontaneous case report refers to a (B)(6) consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in abdomen, serious event due to medical importance and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, consumer presented pain in abdomen after insertion. Essure removal was considered. Given positive temporal relationship and event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 738 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in abdomen, serious event due to medical importance and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, consumer presented pain in abdomen after insertion. Essure removal was considered. Given positive temporal relationship and event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.